Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a sacrospinous ligament fixation with mesh procedure performed on (B)(6) 2014. According to the complainant, while the capio device was placed into the sacrospinous ligament, the needle carrier completely detached inside the patient and was retrieved by hand. The procedure was completed with a third uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Analysis of the returned uphold lite with capio slim revealed that the carrier was broken and does not extend when actuated. The broken piece was not returned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a sacrospinous ligament fixation with mesh procedure performed on (B)(6) 2014. According to the complainant, while the capio device was placed into the sacrospinous ligament, the needle carrier completely detached inside the patient and was retrieved by hand. The procedure was completed with a third uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of carrier detachment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.